Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The acgo valve manifold assembly was replaced to fix the reported issue.

Manufacturer narrative:
(B)(4). Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, "acgo low p test switch not working". There was no reported patient involvement or patient injury.